Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The customer's report was not observed during debug and final testing. The device passed the final test and was recertified and returned to the customer. Review of the clinical data file showed seven analyses events where shock was advised. The first analysis showed all segments are qualified as shockable. The next six analyses were also deemed shockable, however, there was clear evidence of CPR being continued through the segment analysis. The continuation of CPR introduces severe artifacts and interference which can greatly impact the presenting waveform and results of an analysis. Investigation concluded the device worked as designed and configured. Analysis of reports of this type has not identified an increase in trend.